Event description:
It was reported that the patient complained of fatigue during activity. Loss of capture on the atrial lead was observed. X-ray was performed and lead dislodgement was suspected. Lead was explanted and replaced. The patient was discharged with no known issues.